Event description:
Patient reported being injected in the lips with one and a half syringes of juvéderm® ultra xc. That same day the patient experienced ¿complete panic attack, high heart rate, blood pressure was high, chills, shaking, headache, throwing up, chest pain, anxiety, and nausea." Events of "blood pressure was high, chills, shaking, nausea, and throwing up" are deemed not device related. The injecting hcp treated the patient with ¿cold towel, fan, and blood pressure checks¿. Symptoms have resolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.